Event description:
It was reported that the suture snapped as the surgeon pulled on it. The suture passed through the ligament alright, but the incident occurred when the surgeon was about to secure the suture into the vault and make a tie. The entire suture was pulled out of the pt. As a result, the surgeon had to close without performing a ssf fixture on the pt's right side.

Manufacturer narrative:
The sample is forthcoming. Once the sample is received, a supplemental report will be filed. The lot number was not provided therefore, the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The finished product met all specifications prior to being release for general distribution. The instructions for use state the following: "precautions: the monodek suture knots must be property placed to be secure. As with other synthetic sutures, knot security requires the standard surgical technique of flat and square ties with additional throws if indicated by surgical circumstance and the experience of the surgeon. Avoid excessive handling ie, crushing or crimping resulting from use of surgical instruments, such as forceps and needle holders. Vaginal mucosal sutures remaining in place for extended periods may be associated with localized irritation and should be removed as indicated. Subcuticular sutures should be placed as deeply as possible in order to minimize the erythema and induration normally associated with absorption. Acceptable surgical practice should be followed with respect drainage and closure of infected wounds. Discard used needles in appropriate container ("sharps"). This device should be handled and disposed of in accordance with all applicable regulations, including without limitation, those pertaining to human health and safety of the environment. Adverse reactions: due to prolonged suture absorption, some irritation and bleeding has been observed in the conjunctiva and mild irritation has been observed in the vaginal mucosa." (B)(4).